Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slack, deformation, bending, floating resin, peeling, foreign matter on the outer surface of the entire length of the insertion part including the curved part and tip. Visually check that there are no abnormalities such as adhesion of dust or falling off of parts." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during a diagnostic procedure, the evis lucera bronchofibervideoscope had defect of the bending rubber. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to a pinhole on bending section cover (a-rubber), water tightness was lost, the adhesive on a-rubber had a chip, the connecting tube had a wrinkle, the angle wire became longer than normal, buckling and deformation of the channel was noted, the image guide (ig) bundle had significant breakage and stain, the connecting tube had a buckling and dent, the universal cord has a scratch, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.